Manufacturer narrative:
As reported, about 4 years post implant of the phasix st mesh, the patient experienced pain and discomfort with certain positioning and underwent diagnostic testing. Testing found there was some type of ¿mass¿ in the hernia repair area. Surgeon suspects the area of concern may be scar tissue from previous procedures. As reported additional surgery will be scheduled at some point to evaluate the area. Based on the information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device lists pain in the adverse reactions section as a possible post-op complication. Note, as a specific implant date was not provided, the date of implant is considered to be a best estimate ((B)(6) 2018). Note, the date of event is consider to be a best estimate as (B)(6) 2022 based on date of awareness. Not returned - remains implanted.

Event description:
As reported, the patient underwent a hiatal hernia repair procedure with implant of a phasix st mesh in 2018. As reported, about 4 years later, the patient experienced chest pain and discomfort with certain positioning. It was reported that the patient was prescribed valium for the chest pains but does not take pain medication. As reported, the patient underwent diagnostic testing, and it was identified there was some type of ¿mass¿ in the hernia repair area. It was reported that the surgeon will be scheduling additional surgery to evaluate the mass. It was also reported that the surgeon feels its possibly some type of scar tissue from the previous procedures, surgeon ¿does not feel it is the mesh since the mesh should have resorbed by now.¿ as reported, patient had numerous allergic reactions in the past to other implantable devices that were made of polymers.